Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: the display is dim/fading/reddish. The battery compartment is cracked below pad. The cartridge and battery caps were not returned, a test battery cap was used to verify steps. Black box shows no evidence of rewind alarms , pump was exercised for 24 hours and the rewind issue complaint was not duplicated. Investigators were unable to duplicate the complaint. The pump case was removed and no moisture or internal damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.